Event description:
It was reported that this pacemaker was scheduled for a pocket revision for an unspecified reason. It was noted that 1.5 years remained on the battery for this pacer dependent patient, and it was noted that this device did not have the recent software update. Additional information received the pocket was not revise, but the pacemaker was explanted and replaced instead, due to advisory concerns. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.